Manufacturer narrative:
(B)(4). This complaint for a overprime that occurred during initial drain was not confirmed as the sample was not returned for evaluation. Therefore, the root cause could not be determined. A batch review was not performed due to unknown lot number. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding assistance with repriming the patient line which occurred on the homechoice during use, during prime. While the technical service representative was assisting the patient to re-prime the patient line, the patient line overflowed with some solution. Baxter contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that the reason why the line overprimed was because they realized that the patient line clamp was still closed. The hp stated this was also why the line did not prime completely. The hp stated that the baxter technical service representative (tsr) assisted with the troubleshooting and everything went well afterwards. They have not had any further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.